Event description:
The surgeon reported that the shaft of the vitrectomy probe seemed thicker. When the surgeon removed the vitrectomy probe, the trocar cannula was pulled out too. The vitrectomy probe was switched out and the case was completed as planned. Additional info received stated the probe was tight in the trocar cannula. No pt injury was reported.

Manufacturer narrative:
The sample is returning for in-house investigation. Infestation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4)